Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient reported that she began getting error 4 messages on the morning of (B)(6) 2018. The patient manages her diabetes with insulin which she self-adjusts. She denied making any changes to her usual diabetes management routine after getting the error messages. She reported that around 2 months after the alleged issue began, she developed symptoms of ¿strong heart palpitations and headache¿. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips were within expiry date and been stored correctly. The patient also confirmed that the test strip completely drew in the blood sample. The cca walked the patient through a retest but the patient obtained an error 4 message and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Strong heart palpitations and headache, after obtaining error 4 messages on the subject meter.